Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient attended unit following attendance in a&e last night, patient had treatment yesterday imdg & with polyinfusor bottle in situ, before going to bed patient noticed bleeding into the PICC dressing, contacted helpline & advised to attend a&e. But then was discharged home, they have done only is to add more dressing (gauze) into it & advised to attend unit next day. PICC line checked & assessed, dressing in place, noticed slight pink blood on dressing & patient mentioned that there was a kink on the PICC line few weeks ago. Measured external length 19.5 cm. Dressing removed & kink noted few centimeters above purple wing, no redness, no swelling on the skin, no pain nor burning/stingy, 5fu polyinfusor disconnected, 10 mls blood withdrawn from the PICC line & when flushed with 10 mls of 0.9% sodium chloride noticed a leak from it. Leak coming from above purple wing. Drug details: ic irinotecan, IV calcium folinate, IV 5 fu infusion & 5 fu polyinfusor bottle. Secuaracath used. PICC was inserted in the basilic vein, trimmed to 44cm with 5cm exit site markings. PICC was used for CT scan. No intervention, such as unblocking the line was carried out. No delay in patient's treatment, patient is to be re-scheduled for another PICC line insertion. No harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.